Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the arterial water was not pumping fast enough on the cooler heater unit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) verified the poor flow on the cooler heater unit. He drained the unit and found the left bottom screen on the large tank was plugged. He cleaned out the screen and filled with water. This improved the flow by approx double. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.